Event description:
Patient was disconnected from continuous renal replacement therapy machine each night. On this day, the nurse hit the unload button and when patient was disconnected, the staff noted more blood than usual in the circuit, approximately a few hundred cc's. The patient had a hypotensive episode - not believed to be caused by blood loss into the circuit - and required 45 minutes of chest compressions. Subsequently, it is being considered whether the machine circuit was not clamped appropriately prior to pushing the unload button.what was the original intended procedure?disconnect from the machine until the next day.device #1is this a laboratory device or laboratory test?no.